Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 138 mg/dl at the time of incident. The representative stated that the insulin pump was not dropped, bumped nor exposed to moisture. The representative stated that they were using the recommended battery. The representative stated that the battery compartment and spring were neither damaged nor corroded. The representative stated that the battery cap was not missing or damaged. The representative stated that they changed the battery but the insulin pump will not power up. The representative was advised to clean the battery cap with cotton swab with alcohol. The representative stated that the display still did not return. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.